Event description:
The customer reported an oil mist coming from their unit. One employee reported burning eyes but did not seek medical attention or require medical treatment for the symptom. The asp field service engineer went to the facility and repaired the unit.